Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had one ¿incident¿ suddenly 3-4 days before the report and soft stools since implant. The caller contacted a physician¿s assistant prior to the call. The caller mentioned that the patient took medication for digestion and both the patient and the caller had been eating more watermelon lately. The caller was redirected to the healthcare provider to discuss medication and how a change in type of fruit may affect the patient¿s symptoms. The caller did not have access to the patient¿s programmer on the call. No further complications were reported.